Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2017, and these test well image appeared visually positive. An immucor field service engineer (fse) visited the customer site on 23feb2017 to assess the testing instrument and found no issues with the instrument.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.